Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient called the office for an appointment and their settings were adjusted, but the rep could not get any stimulation even when the voltage was maxed to 10.5. The patient received a referral from their managing physician to see a neurosurgeon and is waiting for an appointment. The cause of the patient¿s loss of stimulation following the jolt they experienced after adjusting the settings was unknown and the issue was not resolved. The rep could not get stimulation to resume. The patient¿s weight at the time of the event was unknown. The provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was with the hcp/patient. It was reported that the patient had knee surgery that was not related to their ins in (B)(6) 2017. They stated that after the surgery they began to have increased knee (leg) pain ((B)(6) 2017) and thus attempted to adjust their programming themselves in attempts to address this. The patient stated that after making these adjustments, they felt a jolt (end of(B)(6) 2017) and since then they had no stimulation. The patient reported that they had no falls/traumas that would prompt this. The rep stated that they tried every configuration possible on the lead up to 10.5v and the patient did not feel stimulation. They stated that they ran group impedances with the patient¿s standard settings (0+1-2-3+5v 120usec 90hz - 1491ohms 3.415ma were the results). It was reported that the rep ran impdances at 3v and the following were the results: 01 3156 03 7814 it was stated that there were no historical impedances available. The patient¿s ins battery was at 2.960 and before the issue the patient was using stimulation three to eight hours daily. The rep was redirected to follow-up with the healthcare provider (hcp) to formulate a plan. Symptoms reported were leg pain. No further complications were reported/anticipated.